Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally despite verifying that multiple cables would charge the customers phone. The customer's blood glucose level was not impacted. It was indicated that the customer would use backup pump as alternate insulin therapy